Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the lead was unsuccessful because the lead insulation was damaged while it was being placed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.